Event description:
The pt was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr hip resurfacing system (left), reason(s) for revision: pain. Update - attached surgeon confirmation form, added additional reasons for revision. Taken from surgeons form dated (B)(6) 2014. Reason(s) for revision : alval / soft tissue reaction / noise. Update - (B)(6) 2015 - updated doi to (B)(6) 2004. ((B)(4)).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision; asr hip resurfacing system (left). Reason(s) for revision: pain. Update - added additional reasons for revision. Taken from surgeons form dated 13th august 2014. Reason(s) for revision : alval / soft tissue reaction / noise.